Event description:
Device returned to manufacturer with report of "pump less than 1 year old, unable to read - no telemetry - also 15 cc removed from pump at time of refill". Follow up with hcp revealed the patient complained of return of severe pain at the time of the event. Patient did not suffer symptoms of drug withdrawal, as pt supplements intrathecal therapy with oral medications. Patient's wound has healed and the replacement pump is functioning properly.